Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to duplicate the reported problem. The fsr ran performance checks and reported the operational verification procedure. The fsr reported the suspect device passed all testing.

Event description:
The customer reported while using the vela ventilator; the unit has a blank screen. The customer reported there is no patient involvement associated with the event.